Manufacturer narrative:
The customer did not return the suspected product. The contour test strips involved in the event expired on 31-may-2018, therefore, in-house test strips were not used to perform testing. A device history record for the contour meter (serial # (B)(4)) involved in the event was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. Section was left blank as the customer's weight was not provided.

Event description:
At 3:21 p.m., the customer obtained a blood glucose reading of 284 mg/dl on a contour meter. The customer was presenting symptoms such as weakness, paleness, panting, sweating, and headache. The customer associated those symptoms with diabetic ketoacidosis. At 4:30 p.m., the customer arrived at the urgent care where urine analysis was performed and a glucose reading of 1000 (no units provided) was obtained. The customer stated that she was treated for ketoacidosis and after her glucose levels were stabilized, she was discharged from the urgent care on the same day. The customer did not provide the treatment details. It was determined that the customer was using contour test strips which had exceeded their expiry date. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.